Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 due to diabetic ketoacidosis with a high blood glucose level of 579 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer was treated with intravenous insulin drip. The customer admitted that they were drinking. The insulin pump and reservoir will not be returned for analysis.